Event description:
It was reported that the lead would not insert into the implantable neurostimulator (ins). It was noted that the ins was never implanted, was replaced, and would be returned. The troubleshooting performed was that an attempt was made to loosen the lead attachment screw and the screw would not rotate in either direction. It was reported that the lead could not be inserted into the ins, the issue was not resolved, and the cause of the issue was not determined. The patient status was alive with no injury and there were no patient symptoms or complications associated with the event. Additional information received reported that the ins would not allow the lead to insert and the screw would not loosen or tighten. They tried a different device and that device was able to accept the lead and the screw would function. Additional information received reported that the hospital¿s policy was for their staff to facilitate all defective product returns. The manufacturer representative provided them with the return information and a return package. It was noted that they were notified earlier this week that the item had been returned to the manufacturer.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).